Event description:
Per independent repair center, the unit was alarming or red light. The key failure is the 4-way valve was stuck. Additional malfunction is the valve operator for the 4-way valve was worn.